Event description:
It was reported that the joystick on a powered wheelchair was stuck forward and caused the user to run into the sink. The user's leg was pinned and he broke his right femur. No additional information is available.